Event description:
(B)(6) 2022 - an (B)(6) male patient was diagnosed bilateral gonarthrosis without intra-articular calcification by x-ray imaging. Oral medicine and topical medicine were prescribed. (B)(6) 2022 - he visited the clinic. He was diagnosed left medial meniscus tear by MRI test. A little amount of synovial fluid was drained. He received an injection of artz dispo for left gonarthrosis because he still had pain. After he went home, knee pain was increased and considered to be developed pseudogout. (B)(6) 2022 - he became difficult to walk due to strong pain. He had swelling and joint warmth. 25 ml synovial fluid was drained. The properties of synovial fluid were yellow, mild turbidity but no purulent. Crp in blood was negative. Neurotropin and voltaren were prescribed and went home. (B)(6) 2022 - he visited the clinic. His pain was resolving a little. The calcium pyrophosphate crystals were found in the synovial fluid. (B)(6) 2022 - the result of culture test to synovial fluid was negative. (B)(6) 2022 - he visited the clinic on foot. His pain was resolving furthermore. He received exercise therapy. (B)(6) 2022 - he was recovering.

Manufacturer narrative:
This is a definitive report. This case was reported from a physician. The physician didn't assessed as seriousness and causality in the initial report on 2022-04-13 and assessed as serious on 2022-04-22. According to the physician, it was considered that pseudogout was probably related to artz dispo although arthrocentesis might affect the event. Company comment: it was considered that the pseudogout was possibly related to artz dispo because other factors such as arthrocentesis may affect the event. We selected the code of 4316(appropriate term/code not available) for manufacturer evaluation conclusion code because the reported adverse event was not listed in the package insert and concerned lot number was not available.